Manufacturer narrative:
Further investigation of the device software log indicate the pads lost contact/impedance with the patient however the pads were discarded and not available for investigation. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. The health impact code grid has been updated: the initial medwatch report indicated: no patient involvement. The initial medwatch report should indicate: no health consequences. The initial medwatch report indicated b5 - executive summary: there was no patient involvement reported with the event. The initial medwatch report b5 - executive summary should indicate: this issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device would not charge the pads. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device would not charge the pads. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue but was unable to duplicate. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.